Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and complaint history review was not performed as no lot information was provided. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent tr was a cascading effect of the reported slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a triclip procedure was performed. A triclip was inserted and deployed on the tricuspid valve, reducing tr. On (B)(6) 2025, during a follow up visit, and echocardiogram was performed and revealed that the previously implanted clip had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 4.